Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed with a prostyle device. An attempt was made with another prostyle device; however, when the lever was closed and the device was being removed there was some resistance. After removal it was noted that the posterior foot of the device had separated and was thought to have remained in the patient anatomy. Cut down surgery was performed and an angiographic aortogram was taken; however the separated prostyle foot was not seen. The physician believes that the foot is possibly embedded in subcutaneous fatty tissue. There was a clinically significant delay in the procedure or therapy due to the cut down surgery and aortogram. No additional information was provided.

Manufacturer narrative:
The device was returned for evaluation. The foot separation was confirmed. The difficulty to close the foot was confirmed based on return device condition. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. Device manipulation with the foot deployed in the anatomy likely caused the footplate displacement or stick out of the body of the device which led to subsequent foot separation. The subsequent foreign body left in the patient and treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.